Event description:
The patient reported they experienced "high" fever and leg weakness after her pump was implanted. It was described that "her legs are like wet noodles". The patient could walk prior to their surgical implant procedure, but could not walk since the surgery due to the leg weakness. The pump was decreased by 35%; however the patient was still unable to walk. The patient indicated they were not trained adequately on using their device. Per another reporter it was indicated that the cause of the event was due to a "flare" of multiple sclerosis. The patient was very sedated, weak, and "tone" was indicated. The patient required hospitalization. Multiple dose adjustments were made from (B)(6) 2012 to (B)(6) 2012. The patient recovered without sequelae. The pump was delivering lioresal.

Event description:
It was also reported that they were struggling to get the intrathecal baclofen dosage right. The patient had multiple sclerosis, so she had a great deal of spasticity. The patient had not seen the manufacturer's representative, yet. The patient had "quite a bit of problems." The patient had a urinary tract infection. The reporter said they did not know what caused the patient to not be able to walk anymore. Reporter said that the patient was hospitalized; reporter later said that the patient was put in a rehabilitation hospital. The patient had pain from the surgery, and it was reported that the patient had ¿so much pain after¿ the surgery. The patient thought that the pump had ¿too much going through it.¿ it was reported that the physician took the patient off the oral baclofen faster than he wanted to. The patient was on 5 mg oral baclofen five days now, when she used to take 80 mg a day of oral baclofen. It was reported that the patient was getting no benefit from the pump because it was turned up too high. However, it was later reported that the patient was getting relief from the pump. When the pump was turned down 35% at the patient¿s request, the patient did suffer that first night. It was reportd that the dose was turned down, and the patient was being maintained on oral medication again. The reporter said that the patient had a high fever also since last week. However, it was also reported that the patient had a high fever since surgery and that the fever had not gone away.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, lot# , serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).